Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation at abutment site and subsequently was treated with topical steroids (date and duration not reported). The issue could not be resolved, resulting in the removal of the abutment. On (B)(6) 2014 the patient was placed under general anesthesia to remove the abutment.